Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 4. On (B)(6) 2021, non-osseointegration was verified. Patient presented with bone type iii, fair oral hygiene, bruxism and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.